Event description:
Customer reported that the device broke at a portion close to a suture ligature placed during initial insertion of the device. An approx five inch segment of the device was retained within the pt's breast. No plans at this time to excise device. Customer advised that pt is doing well.